Manufacturer narrative:
Additional manufacturer narrative: the implant date is known only as 2008. The date of the event is unknown; however, the article was received for publication on the 15 jul 2021. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article cerebral embolic protection device during transcatheter mitral valve-in-valve implantation in a patient with left atrial appendage thrombosis. An 80-year-old female patient with a perimount valve model 7000tfx27 implanted in the mitral position underwent a valve-in-valve (viv) transcatheter mitral valve implantation after an unknown implant duration due to degeneration leading to severe stenosis. As reported, bioprosthetic leaflets were thickened and there was restriction of leaflet movement. Patient presented with acute pulmonary edema. A 29mm non-edwards device was successfully implanted within the existing edwards surgical valve. Patient was discharged on pod #3 and was in nyha functional class ii at 3-month follow-up.

Manufacturer narrative:
H10: additional manufacturer narrative: information corrected in h6 (component code). Information added to h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The device history record (DHR) was not reviewed as the device serial number was not provided. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of the event cannot be determined; however, patient factors likely caused or contributed to this event.